Event description:
Device history record was reviewed, no event linked with the reported issue was found. Analysis of the logs confirms that, 24 hours before the reported event date, the device was functioning according to the programmed parameters. The number of boluses administered, and the injected dose corresponded exactly to the prescribed values. The event mentioned in the complaint was found in the logs dated may 25th. According to the recorded data, a patient bolus was delivered at a rate of 1200 ml/h, for a programmed infusion volume of 42 ml. The reported device was received in brézins and its investigation was performed by our local technical team. External inspection of the device revealed an assembly defect: the upper part is dislodged from its housing on the left side. Reproducible tests were initiated to evaluate the accuracy of the patient bolus administration via the pca bulb. Three successive boluses were programmed, including a 1 mg bolus followed by a 42 mg bolus. The volumes measured during the tests corresponded to the expected values, without significant deviation. Internal inspection of the device revealed a break in the rear cover. Upon opening the device, the power supply board was found to be dislodged from its housing. After detailed examination, no damage was observed on the board or other internal components. Internal and external inspections suggest that the device was likely subjected to a shock or a fall. Based on the analysis performed, the hypothesis of a configuration error during the device's use appears to be the most probable explanation. However, this remains a hypothesis, as no evidence allows for its definitive confirmation. It is recommended to replace the rear cover. In conclusion, the complaint is classified as a case of misuse, based on the information gathered during the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: patient arrived at around 3.30 p.m. After visiting the adult emergency department (arrived to the maternity emergency department without being admitted, the social worker brought the patient up to the ward). The social worker informed me that if the patient was in pain, I should call the maternity anaesthetist. I checked the patient's file for prescriptions, no prescriptions. I called the doctor and was informed that he would send them by fax, fax received with prescriptions for morphine titration, atarax and folic acid. I call the anaesthetist in the maternity ward to obtain the painkiller prescriptions, as the patient has a pain score of 5/10 on arrival. It should be noted that she is on pca morphine alone. The anaesthetist explains that she has four paediatric wards to manage and that it is not her responsibility to manage patients from other departments. She verbally prescribes 1g of paracetamol every 6 hours and 20mg of acupan every 6 hours as well: 1g of paracetamol administered. I explain to her that this is an in-patient and that prescriptions are made on paper. She replies that she will not be able to come and do them, so I ask her if it is possible to do them on dx care. She agrees, but says she will do it later. At around 4:30 p.m., I return to the patient to check on her pain and change the pca so that I can return the equipment to the emergency department. Before changing the equipment, I took a photo of the programme on the pca and made the change. Accompanied by a student, I checked twice before validating it. I resume my duties and at around 5 p.m., the social worker informs me that the patient is ringing to report that she is feeling nauseous. I call the doctor to let him know and get a prescription. The doctor tells me on the phone, ' delivery in room 3,' and hangs up. The patient calls back to say she is not feeling well (sweating, hot, nauseous). I ask the social worker to take her vital signs and check the morphine syringe while I get there (telephone with on-call manager). The social worker came running back to tell me that the syringe was empty (42 mg of morphine at once). I went to check and explained to the patient that I had to call the doctor because she had been given too much morphine. I called the anaesthetist on duty, who told me she couldn't come and that I should check with the gynaecologists.the midwife arrives and asks me what is happening, after I explain, she calls a midwife from the delivery rooms to get the doctor, who arrives immediately. While the doctor is getting organised, I prepare the patient with the midwife for transfer to the post-operative monitoring room by removing the equipment + hydration, which I leave in the treatment room. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.